Event description:
The contact called for help with the customer's meter. While troubleshooting, he performed control tests and received 2 results of 239 mg/dl. The normal control range is 111-160 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.